Event description:
The following was reported to davol by the patient: it was alleged that in 2001 the patient was implanted with the 3d max mesh. The patient complains of pain and is reported to be undergoing pain management treatment. The patient states that the mesh needs to be removed due to pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient alleges that in 2001 he was implanted with a 3d max mesh. No medical records or lot number have been provided. Without a lot number a review of the manufacturing records could not be conducted. At this time, no connection can be made between the reported event and the davol product in question. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.